Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer change battery and after that the pump died. Customer tried to change in battery but no life in pump. During troubleshooting the father discover a crack on pump and advised we need to replace the device.